Event description:
On february 26, 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump with lines in display. The incident occurred during patient therapy and therapy was interrupted. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Event description:
Adverse event: restenosis requiring surgical (CABG) intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via trial that on (B)(6) 2007 the patient underwent stenting in the predilated right posterior descending artery (rpda) with two xience v stents, in the predilated distal right coronary artery with one xience v stent, and in the predilated proximal left circumflex artery with two xience v stents. On an unknown date in (B)(6) 2010, the patient experienced stable angina that was treated with sublingual nitroglycerin on (B)(6) 2010 and diagnostic coronary angiography on (B)(6) 2010. The patient was admitted to the hospital and underwent a coronary artery bypass graft on (B)(6) 2010 in the rpda index lesion. The patient's condition resolved on (B)(6) 2010 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
The reported condition of lines in display was confirmed and duplicated. The reported condition is due to a defective main display. The main display was replaced to correct the reported condition. This device utilizes user interface module master software version 6.13.90 categorized as remediated. (B)(4).

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed an unk "comm error" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).